Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was in the fluid path way of the bd ultra-fine¿ pen needle. The following was translated from portuguese to english: I try to contact mr. (B)(6) after the contact has been interrupted, but I speak to the patient's mother. Who informs me that the patient did not take the medicine for 2 days, but she touched the ampoule and now it works again, she informs me that there was a needle inside the ampoule of omnitrope and that this was removed with tweezers, and that after removing the needle the pen worked again, I collect rt from the ampoule, I advise the patient not to use the defective ampoule of omnitrope, and we proceed with the bonus of a new ampoule. She informs me that the problem started occurring yesterday (B)(6) 2023 but the patient identified the needle in the ampoule today (B)(6) 2023.

Manufacturer narrative:
The following fields were updated due to correction: b3: date of event: corrected from 12/15/2023 to (B)(6) 2023 h.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue as no evidence related to the reported failure was observed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that foreign matter was in the fluid path way of the bd ultra-fine¿ pen needle. The following was translated from portuguese to english: I try to contact mr. Xxxx after the contact has been interrupted, but I speak to the patient's mother. Who informs me that the patient did not take the medicine for 2 days, but she touched the ampoule and now it works again, she informs me that there was a needle inside the ampoule of omnitrope and that this was removed with tweezers, and that after removing the needle the pen worked again, I collect rt from the ampoule, I advise the patient not to use the defective ampoule of omnitrope, and we proceed with the bonus of a new ampoule. She informs me that the problem started occurring yesterday (B)(6) 2023 but the patient identified the needle in the ampoule today (B)(6) 2023.